Manufacturer narrative:
(B)(4). Spring cartridge lockout the analysis showed that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: description of the event : device remained closed on the tissue during a lung biopsy, the staples of the first green reload (B)(4) did not hold. The surgeon used a second reload of the same reference and the stapling working properly. When the surgeon tried to staple with a third identical reload, the jaws of the stapler were closed on the tissue. There was stapling of the tissue but not section. Consequences for the patient : longer hospitalisation. The surgeon had placed sleeves forcing on the tissues because they were fragile, the sleeves were stranded between the jaws of the stapler. The surgeon then cut the sleeves and removed the stapler causing tearing of the tissues. There was no important bleeding. The surgeon buffered and re-stapled with a new device 6sb45. It remains a small area not stapled for witch the surgeon hopes for healing. To date ((B)(6) 2010), the patient is well, the post-operative time is prolonged.

Event description:
It was reported that during a lung biopsy procedure, the device remained closed on the tissue. The staples of the first green reload did not hold. The surgeon used a second reload of the same reference and the stapling working properly. When the surgeon tried to staple with a third identical reload, the jaws of the stapler were closed on the tissue. There was stapling of the tissue but not section. The surgeon had placed sleeves forcing on the tissues because they were fragile; the sleeves were stranded between the jaws of the stapler. The surgeon then cut the sleeves and removed the stapler causing tearing of the tissues. There was no important bleeding. The surgeon buffered and re-stapled with a new device. It remains a small area not stapled for which the surgeon hopes for healing. There was longer hospitalization. To date ((B)(6) 2010), the patient is well, the post-operative time is prolonged.